Event description:
The customer reported the system exhibited a stator not an error. This error is likely to result in an uncommanded system shutdown. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface and power motor relay boards were replaced. The system was tested and found to be working as intended and put back into service.